Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2009; 5076-45 lead, implanted (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the replacement procedure for the patient's device that the left ventricular (lv) lead was connected to the new device but had high thresholds and diaphragmatic stimulation. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.